Manufacturer narrative:
The reason for the reported event in case- (B)(4) is likely due to rotator cuff failure as reported. Contributions from patient-related issues, soft tissue tensioning, and/or component positioning or sizing issues to the reported event cannot be determined from the reported information. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. D1: corrected. H6: corrected investigation clinical codes.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. (D10) concomitant devices: 300-62-01 - stemless humeral comp integrip, cage, size 1: 5497879 310-62-50 - stemless humeral head 50mm x 16mm x beta: 6149538 314-13-33 - equinoxe cage glenoid m, post aug, right: 6081676 if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Post-operative of a right tsa, it was reported via clinical study that the patient experienced postero-superior cuff tear ¿ cuff failure. The patient is waiting for a revision surgery, and the outcome of this event remains continuing. The clinical report indicates that this event is definitely not related to the device(s) and unlikely related to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.